Event description:
It was reported that the patient underwent ¿excess spinal cord removal¿ and posterior lumbar reinstrumentation of l5-s1. Sometime during the surgery, rhbmp-2/acs was used. Reportedly, sometime post-op, imaging studies revealed that the patient developed bony overgrowth ¿at or near where the rhbmp-2/acs was implanted¿ and nerve compression. The patient has experienced chronic pain and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.